Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The consumer also reported experiencing symptoms of hypoglycemia such as dizziness and lightheartedness. The customer ate french fries to relieve their symptoms and did not seek third party medical intervention. There was no report of death or serious injury.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed.